Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the lead was observed to have no suture sleeve and the lead would not fit comfortably in the header of the implantable cardioverter defibrillator (ICD). The lead was replaced and not implanted. No patient complications have been reported as a result of this event.